Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The physician believed it was inflammation around the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The inner tubing was kinked/buckled. Blood was observed in/on helix lob mechanism and sleeve head. There was apparent explant damage.